Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, a portion of one (1) leaflet had been cut and was not returned with the valve; the cut area appeared relatively smooth and straight. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, the outflow aspect, into the orifice, at the stent inflow and at the stent outflow. Incidental findings: the x-ray revealed a distorted commissure with no calcification on the device. 10% of the sewing ring had been cut and removed and the metal band was exposed at the inflow aspect. The wireform was also exposed at a on the outflow aspect. These damages were likely due to explant. Method: x-ray. Result: device received in condition that made analysis impossible. Additional manufacturer narrative: the clinical report of regurgitation could not be confirmed by visual observation, due to the condition of the valve. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic valve was explanted after three (3) years due to periprosthetic regurgitation. Per the site, "the aortic root appeared to have increased with what appeared to be a pseudoaneurysm at the level of the left-non-coronary commissure and the subaortic curtain where there was significant regurgitation." This was replaced with a 27mm pericardial bioprosthesis. There were no reported complications.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus and is not a result of device malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If further information becomes available, a follow-up report will be submitted.